Manufacturer narrative:
The reported event of "the autopulse platform (sn (B)(4)) displayed user advisory (ua) 45 (not at "home" position after power-on/restart) error message" was confirmed during functional testing and archive data review. The root cause for the reported issue was due to user error. Upon visual inspection, observed cracked encoder and motor covers, unrelated to the reported issue. The battery compartment, top, encoder, and bottom covers were replaced to remedy the issue. Also noticed that the encoder drive shaft does not rotate smoothly, exhibits binding and resistance. Performed clutch plate deburring procedure to remedy the issue. The autopulse platform is a reusable device and was manufactured in 2006 and is 12 years old, well beyond the expected service life of five years. Therefore, this type of physical damage found during visual inspection is characteristic of normal wear and tear for the life of the device. Upon powering on, the platform displayed ua45 (drive shaft not at home position) error message during initial functional testing. The encoder drive shaft was not within the acceptable range. The drive shaft was rotated to home position to clear the ua45 error message. The archive data review showed occurrence of ua45 (not at "home" position after power-on/restart) error messages on the reported event date. The autopulse platform was subjected to the run-in test using the 95% patient large resuscitation test fixture (lrtf) with good known test batteries until discharged without any fault or error. User advisory is a clearable error message and is designed into the platform to alert the operator that autopulse has detected one of several conditions. The autopulse user guide instructs to clear ua45, the operator needs to pull up the lifeband until the chest bands are fully extended. This action will move the driveshaft to its home position. The user advisory will persist until the driveshaft is returned to its home position. Following service, the brake gap inspection was performed and verified the brake gap was within the specification. Load cell characterization test was performed and confirmed both cell modules are functioning within the specification. Historical complaints were reviewed for service information related to the reported complaint and there was no similar complaint reported for autopulse platform with sn (B)(4). The death was not related to the autopulse device. The autopulse is used as an adjunct to manual CPR in cases of clinical death. The benefit of using the autopulse is that it in part substitutes mechanical compressions for the physical labor of manual chest compressions. If the autopulse did not start or unexpectedly stops compressions, rescuer should revert to manual CPR, which is the standard of care . In this case, during patient use, the autopulse platform displayed error message and the crew reverted to manual CPR immediately. Rosc was not achieved and the patient was pronounced dead. The autopulse was intended to be used as an adjunct to manual CPR on adult patients. In case of stoppage of autopulse the user reverts to manual CPR. The transition from autopulse to manual CPR by trained users is similar to the time necessary for rescuer rotation, and presents the same workflow as manual CPR. Hence, based on available information, the patients' outcome was not negatively impacted by the interruptions when compared to standard of care manual CPR.

Event description:
During patient use, the autopulse platform (sn (B)(4)) displayed ua45 (not at "home" position after power-on/restart) error message. Immediately the crew reverted to manual CPR. However, rosc was not achieved and the patient was pronounced dead. No additional information was provided.